Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.

Event description:
The physician reported he was treating a basilar stenosis when the stent prematurely deployed when removing the stabilizer. No further details were disclosed. There was no allegation of harm.